Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device's touchscreen is not responsive to touch. Customer reported that the unit will engage in pt monitoring, but the user cannot control the menu on display. Customer also stated that the valued do not change on the display. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device's screen will launch from one screen to another screen on its own. The touchscreen was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event.

Event description:
It was reported that the device's touchscreen is not responsive to touch. Customer reported that the unit will engage in patient monitoring, but the user cannot control the menu on display. Customer also stated that the values do not change on the display. There was no patient involvement.